Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was verified. According to the investigation, the pump was inspected, and alarms testing performed, and the pump audio was found beeping low sound. Further investigation of the pump determined that a faulty pwa board is the root cause of the issue. Therefore, the pwa board will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited constant low audio beeps. No reported adverse effects.